Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that three centimeter of the pta balloon was allegedly remained in the vessel and was unable to remove the piece. Reportedly, the pta balloon piece was attached to the vessel wall with a stent. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, a complete circumferential rupture was noted to the balloon, and the detached piece was not returned. No kinks were noted to the catheter, and no anomalies to the y-body/strain relief. Functional evaluation was not performed due to the condition of the returned device. Therefore, the investigation is confirmed for the reported detachment and complete circumferential balloon rupture as the device was returned with a portion of the balloon completely detached. However, the investigation is inconclusive for the reported removal difficulty as the conditions of use could not be replicated in the laboratory. A definitive root cause for the reported complete circumferential balloon rupture, detachment and removal difficulty could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025), g3 . H11: h1, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that three centimeter of the pta balloon was allegedly remained in the vessel and was unable to remove the piece. Reportedly, the pta balloon piece was attached to the vessel wall with a stent. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025).